Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, while on gastric tube construction, the reload was connected to the handle and attempted to fire the device but the knife did not advance. When the device was checked, the staple around the proximal end of the cartridge could be seen. They replaced with another reload and it worked with no problem. There was no patient injury.